Manufacturer narrative:
Patient information was not provided. Serial number: the serial number was not provided. Manufacture date: the serial number was not provided. Therefore the manufacture date is unknown. Sorin group (B)(4) manufactures the s5 pump cover. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump cover magnets had fallen off during a procedure. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 pump cover. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump cover magnets had fallen off during a procedure. There was no patient injury. To resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by (B)(4). A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA (B)(4) has been opened to address this issue and change order 9509 to change the mold has already been implemented as a correction.

Event description:
Sorin group (B)(4) received a report that the pump cover magnets had fallen off during a procedure. There was no patient injury.